Event description:
It was reported that this event occurred in the ICU. The user reported that the catheter was inserted on (B)(6), and on (B)(6) the catheter had to be replaced as it was "impossible to read the results." There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).